Event description:
It was reported that a cgm error 42 occurred with the customer's device. There was no adverse impact to the customer's blood glucose level. The customer was guided through resetting the pump by technical support, which resolved the issue, and they successfully started their sensor session.